Manufacturer narrative:
(B)(4).

Event description:
Device was returned with no known issue.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.